Event description:
It was reported to medtronic minimed that the customer reported buttons not responding. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was initiated for the issue keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk. It was unknown whether continued using the device or not.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with an unresponsive keypad at the [specify which buttons if possible]. Unable to perform the displacement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 near lcd screen / pcba 2 / force sensor]. Swapped out case and successfully downloaded history files and traces. Stuck button alarm (was not) found in the [history files or traces]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the [keypad flex connector / pcba 1 near lcd screen / pcba 2]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.